Event description:
The bravo catheter inserted into esophagus and hooked up to suction until suction reached over 60 or over and waited for 30 sec. They pushed safety device and pushed button down and twisted knob sprung out and suction. Setting slowed down to 0 and if deployed, when catheter was pushed out, bravo capsule was still attached. No patient injury, another bravo ph capsule was obtained and used without incident.